Event description:
Pt had taken home pregnancy test which was positive; came into the physician office and was tested with mckesson hcg combo test with negative result. Results were questioned so another urine and serum sample was collected. Urine sample was negative in 3 minutes, but positive in 5 minutes. The serum sample was positive at 5 minutes. The urine sample specific gravity was very concentrated 1.025, sample was yellow and clear. Physician determined the pt was approx. 6 weeks pregnant.

Manufacturer narrative:
Both retention and return devices met qc specifications. The sensitivity was correct. Both the retention and returned devices showed correct positive results when tested with 25 miu/ml hcg urine control. Clearly positive results were observed when tested with 100 miu/ml, 10iu/ml hcg urine control. The 289.1 iu/ml and 228.1 iu/ml clinic urine samples also yielded obviously positive results.